Event description:
It was reported that the customer was hospitalized for the second time due to diabetes ketoacidosis and high blood glucose of over 800mg/dl. It was stated when the infusion set was removed it was found that the cannula was bent on top of the skin and there was no sign of insertion point. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.